Event description:
Dr experienced oozing of graft during the procedure. This occurred at certain areas especially at the tip end of the anastomosis. Surgical gel was used to stop the bleeding. No intervention to the pt was needed. Pt is fine.